Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was playing when the pump shut off unexpectedly and became unresponsive. The contact reported that the customer may have hit the screen but is unsure the exact circumstances. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.